Manufacturer narrative:
Reference#: (B)(4). A barrx channel rfa catheter was received for evaluation. Visual inspection found that the probe was damaged with deformity in the transition area of the electrode and electrode tip. Functional testing performed with several successful ablations into saline with 100% energy delivered. Service summary found no other complaints referencing lot number f2500308x. Root cause determined to be a user insertion issue causing electrode damage.

Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted. (B)(4).

Event description:
It was reported that physician was unable to complete radio frequency ablation using the channel catheter. Physician was unable to completely insert the device through the endoscope. When removed it was noted that the electrode was damaged. Catheter was never used on patient, no harm to patient or user. The physician completed radiofrequency ablation using halo 90 ablation catheter.